Event description:
Reporter alleged the customer obtained blood glucose result of 43 mg/dl and at another time 93 mg/dl immediately after undosed test strips were placed into the aviva system. No actions were reported taken or placed into the aviva system. No actions were reported taken or treatments received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.